Manufacturer narrative:
A distributor engineer was at customer site to address the reported event. The reported issue was resolved by cleaning the read camera (barcode read camera). No further action required by field service. The aia-360 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from (B)(6) 2019 through aware date (B)(6) 2020. There were no other complaints identified during the searched period. The aia-900 operator's manual under section 8 system operations states the following: this order mode is for the case assays are done in accordance with the created assay order on the order screen with the specimens on which no barcodes are attached which are set on the loader. Specimen ids should be entered when the assay order is created. This order mode is not available when a sorter is not connected. Since the system has no function to check matching between the set specimens and those in the assay order, make sure that the specimens are set properly on sample racks in accordance with the work list. The aia-900 operator's manual under section 12 flags and error messages states the following: 6006 skipped, position mismatch cause: the installation positions of specimens in the analyte registration of an assay order were different from the installation positions of sample containers in a sample rack. Action: set the specimen in the installation position specified in the work list. If the installation position is correct, check the installation condition of the sample container, and so on. If no problem is found, it means that the container detection sensor must be inspected, so please contact tosoh local representatives. In the case of specimen ID assay, confirm that the assay order agrees with the specimen installation position. The probable cause of the reported event was due dirty barcode read camera. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported to the distributor getting error flag ma position mismatch on the aia-900 instrument. A distributor engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.